Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The battery voltage was reported to be 2.74 volts, with a charge time of 23.8 seconds. The patient was upset that the device did not last as long as expected. The device was explanted and replaced with another boston scientific ICD.